Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a low reading issue with the adc device. The caregiver reported sensor readings of 45-50 mg/dl and the customer was treated with glucose. The customer began to vomit and feel unwell and was taken to hospital. A capillary result of 600 mg/dl was reported from an unspecified device. It was additionally determined at hospital that customer had blood infection. There was no information provided in regards to treatment provided. Please note that while hyperglycemia increases infection risk, this developed over a prolonged period of hyperglycemia due to long-term, uncontrolled diabetes. There was no report of death or permanent injury associated with this event.